Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer worked with technical support to reset the malfunction code on the pump, which did not recur after resetting. The customer was informed that they could continue using the pump and advised to call back if the malfunction code appeared again.